Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention guidewire break occurred. Vascular access was obtained via right femoral artery. The 85% stenosed, de novo,and severely diffused target lesion was located in the moderately calcified and non tortuous mid to proximal left anterior descending artery (lad). The physician used many wires to tried to cross the lesion but could not cross the lesion. Then, a 185cm str pt moderate support guidewire was selected to cross the lesion. After several tries, the physician managed to cross the lesion with this device. But for some reason, it formed a loop in the lad and the loop caught at the calcium in the proximal lad. The physician tried to tug it free and the wire broke. They could not retrieve the wire and the patient was sent to surgery. During the surgery, the surgeon was not able to retrieve the remaining part of the wire and it remained inside the patient. Patient's status is stable.